Event description:
It was reported that, "locking ring broke while surgeon final tightened screw. Screws were removed, plate replaced w/new 18mm plate - revised 1 screw, replaced remaining w 4.5mm rescue screw (quantity 3). "Plate is now bent due to post op bending by or staff."